Event description:
It was reported that the procedure was to treat an 85% stenosed lesion in the mid left superficial femoral artery (sfa). After the 6.0 x 150 mm absolute pro stent was implanted, the connect guide wire was attempted to be removed, but it was observed that the distal end of the absolute pro stent was implanted over the guide wire, and the guide wire could not be removed. Multiple attempts were made to remove the guide wire with the use of the guiding catheter, but were unsuccessful. The patient was sent to surgery for removal of the guide wire and a popliteal bypass graft. The connect guide wire was cut and left in the portion of the sfa that was bypassed. It was noted that the patient had pre-renal failure; however, after surgery the patient was in severe renal failure, and remains in the hospital to receive dialysis. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: ht connect, inflation: vacuumed, guide cath: nil, sheath: bard 6 fr. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.